Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and that the battery could not be charged. The customer's blood glucose was 298 mg/dl. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting; however, no response was received.